Manufacturer narrative:
Aware date was used as event date as the actual event date is not known.

Event description:
Reported via patient call center. It was reported that a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure devices was implanted on (B)(6) 2025. The patient stated they might have had a stroke event and was in the process of being admitted to the hospital for further care. The patient had a computed tomography (CT) scan and a magnetic resonance imaging (MRI), and both were negative for stroke. The patient symptoms were resolved. The physician ruled it a tia. The patient was placed on eliquis medication.